Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call they were experienced high blood glucose level. The blood glucose value was 552 mg/dl. The insulin pump had insulin flow block alarm but insulin exited from 5 unit fixed prime or fill cannula. The insulin pump will not be returned for analysis.